Event description:
It was reported that there was a loss of therapeutic effect. Patient symptom was acute pain. Symptoms started about 2.5 weeks prior to this report. There were no known falls or traumas. Pain was in the patient¿s back to the left leg and down to her ankle and it was a ¿choking ankle.¿ patient had an epidural on (B)(6) 2013 to help with the pain. The healthcare professional (hcp) also tried putting the patient on lyrica. Prior to the past two and a half weeks stimulation was helping the patient. Patient increased stimulation on program 1 and 2 but the pulse was too hard. Patient increased stim from 220v or 230v to 290v. Patient also had tried adjusting groups but that did not help. It was noted that sitting and lying down also did not help. Patient was now feeling stimulation but it was very light. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).